Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced chronic severe pain, chronic infections, constant lower urinary tract obstruction and urinary retention, constant pulling sensations across pelvic area, foul odor coming from vagina, mesh erosion, dyspareunia (causing injury to husband), increased stress urinary incontinence, vaginal infections and obstruction of the bladder neck. Patient had a revision surgery on (B)(6) 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.